Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was swimming with the insulin pump, and it started to alarm it came up with pump error, they removed the battery and it was wet. Customer stated that they dried it up and also used a hair dryer, but it did not turn back on. The device will not be returned for analysis.